Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a revision took place on (B)(6) 2018. The rep said there was no lead migration. The patient is an alcoholic and intra-op testing was extremely difficult with the patient¿s reactions to any meds. The leads were tested intra-op and the patient stated he had coverage, but most likely because of the patient¿s alcoholism and drugs in or to keep comfortable, the patient did not perceive stimulation as he should have. The patient was continually fighting staff and trying to stand up off the operating room table during both the trial, implant and revision. The rep said the lead was fine. There were no lead issues. The right most lead was explanted, and a new lead was placed left in lumbar region. The patient was said to be very happy with the revision. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-sep-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 07-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was not having good coverage. The patient only has unilateral pain and has coverage now on the side that doesn¿t need stimulation. The clinic the patient is part of was closed until next week. The rep stated they were going to reprogram the device and take x-rays to confirm the leads have not migrated. The issue was not resolved at the time of the report. Additional information was received from the rep. They reported that they were made aware of a lead migration on (B)(6) 2018. A lead revision will take place sometime in (B)(6) 2018 after veteran's affairs approves it. No further complications were reported or anticipated.